Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent a revision procedure wherein during the procedure, the physician had difficulty advancing the lead tail to the new ipg. The physician ended up removing the new ipg and closed the surgical site without an ipg implanted. The explanted ipg was not returned.